Event description:
A pt was treated for sfa occlusive disease with proximal diffuse sfa disease. Five days after implantation, the pt succumbed from unk causes. The pt had a history of cardiovascular disease; had a quadruple bypass 2 months prior; and an allergic reaction to her medication (plavix), the physician did not suspect that any of the cardiovascular devices used contributed to the pt's demise; however, he did offer speculation that he have pressed too hard on the introducer sheath causing deep vein thrombosis. The introducer sheath was a 8 french balkin. An autopsy was performed, and the cause of death is still undetermined as of 10-6-2006.

Manufacturer narrative:
Evaluation: still under investigation.